Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical service due to high blood glucose on (B)(6) 2022 with blood glucose of 168 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The customer was treated by food intravenous insulin drip. The auto mode feature was not active at the time incident. The customer report did allege over delivery on insulin pump. No further complications were reported. Troubleshooting was performed. The customer will discontinue to use the device.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Customer reported that she was taken by ambulance to the hospital at 11:00 on (B)(6) 2022 and released the same day for low blood glucose under 23mg/dl. Customer was treated with food and intravenous infusion. Customer alleged over delivery. Customer was not disconnected during set change on june 1, 2022. Pump was used at the time of the incident. Auto mode was not used. It is unknown if sensor was used.